Event description:
It was reported that the patient no longer had any hearing sensation. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted.